Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: mach 1 vl3.5. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter device is an (B)(4) manufactured device which is distributed in (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily calcified, 90% stenosed mid left anterior descending coronary artery. The 3.0 x 12 mm nc tenku balloon dilatation catheter (bdc) was used for pre-dilatation. No resistance was felt during the advancement of the bdc to the lesion. The bdc was first inflated without issue. During the second inflation to 16 atmospheres the balloon ruptured. The bdc was retrieved and a second nc tenku bdc was used to successfully complete pre-dilatation. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.